Manufacturer narrative:
The device was received, and an evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an air in line alarm. Service evaluation was unable to reproduce the error however, the cause was identified to be a failed ultrasonic sensor. The ultrasonic sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed an air in line alarm. There was no patient involvement. No additional information is available.